Event description:
During a review of the pump's event history by (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Original event description stated that the user interface software version was not available, the event description was corrected to include the software version of 6.63.92. The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the main batteries. To correct the condition, the main batteries and battery harness were replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.